Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and loss of capture. This occurred shortly after it was implanted, so a dislodgment was suspected. Technical services (ts) was consulted and discussed stored episodes, with further in person examination recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and loss of capture. This occurred shortly after it was implanted, so a dislodgment was suspected. Technical services (ts) was consulted and discussed stored episodes, with further in person examination recommended. This rv lead remains in service. No adverse patient effects were reported. Information from the field indicates this rv had capture for the patients right atrium. The patient went for a second opinion from a different physician. This device remains in service. No adverse patient effects were reported.